Event description:
It was reported that the nurse observed a low flow alarm while the patient was on centrimag (cmag) support in the intensive care unit. The nurse lowered the rpms to assess the situation. The nurse claimed that a "pump failure" error was observed when rpms were attempted to be raised back to the target flow. The patient was switched to the backup console, motor, and flow probe. Related manufacturer reference number for the centrimag primary console: MFR # 3003306248-2024-00005. Related manufacturer reference number for the centrimag flow probe: MFR # 3003306248-2024-00007.

Manufacturer narrative:
Section a1-a4: information was not provided. Pending follow up with the customer. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the perfusion team believed that the nurse increased flows on the backup centrimag and saw a pump not inserted alarm, but the nurse was adamant there was a technical issue with the pump. The low flows were caused due to a suction event, and it was noted that the patent's oxygen levels desaturated, however the pressure did not drop. There were no patient consequences due to the event.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of an atypical alarm active while connected to the centrimag motor was confirmed via analysis of the submitted log file; however, the reported event could not be reproduced during testing. The centrimag motor (serial number (B)(6)) was returned and evaluated at the service depot and a log file was downloaded. The submitted log file contained events spanning approximately 4 days (31dec2023 ¿ 02jan2024, 29feb2024 per the timestamp). The console was operating at approximately 4600 revolutions per minute (rpm) with a flow of approximately 3.75 liters per minute (lpm). On 01jan2024 at 10:46:00, the log file then captured an atypical m3 alarm (sub fault sf_lmc_pump_not_detected). The alarm was muted at 10:46:00 and did not clear. The cause of the alarm is unknown. After the alarm was muted, the motor speed was recorded at approximately 0 rpm, yet flow appeared to operate around 1-4 lpm indicating the pump was still running until the console was shutdown. The console was then power cycled several times until it was returned to the service depot on 29feb2024. During the evaluation, the centrimag motor was connected to a mock circulatory loop with the returned console and flow probe for an extended period of time and the system operated as intended without any issues or atypical alarms active. The reported event was unable to be reproduced during testing. Provided information stated that the alarms resolved once the patient was switched to the backup console, and the flow drop was due to a suction event. The root cause of the reported event could not be conclusively determined through this analysis. Review of the device history record for centrimag motor (serial number: (B)(6)) showed the device was manufactured in accordance with manufacturing and qa specifications. The 2nd generation centrimag system operating manual section 4 entitled "warnings & precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." The 2nd generation centrimag system operating manual section 10 entitled "emergency and troubleshooting" states that "the recommended practice whenever there is a 2nd generation centrimag primary console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the backup motor and console to continue patient support. Do not exchange individual motors or individual consoles during patient support." The 2nd generation centrimag system operating manual table 16 entitled ¿console alarms & alerts¿ addresses how to interpret and troubleshoot all system alarms including motor and flow alarms. No further information was provided. The manufacturer is closing the file on this event.